Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/27/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 07/27/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review: logs did not show low transmitter battery alert on issue date. The reported event of low transmitter battery was not confirmed. The root cause could not be determined.